Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a consumer from (B)(6) of repeated peritonitis in a patient coincident with dianeal unknown and extraneal viaflex therapies intraperitoneally for diabetic glomerulosclerosis or diabetic nephropathy -type I. On an unreported date, the patient experienced repeated peritonitis. Event outcome was not reported. Dianeal unknown and extraneal viaflex were ongoing. The consumer did not provide an opinion of causality. This is one of multiple cases from the same reporter.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.